Event description:
The dealer says the customer is having intermittent issues with the chair shutting off. The dealer states he has replaced the batteries, joystick, and controller. The customer has been stranded. His chair will not start back and once he gets home it may start a few hours later.